Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted.